Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
During a red blood cell exchange (rbcx) procedure, the customer reported receiving a cells detected in plasma line from centrifuge' alarm. This occurred during the second replacement unit. The customer stated that the plasma was a light pinkish color. The nurse confirmed the correct solutions (acd-a) were attached. The patient is stable. Patient information is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information b.5, h.6 and h.10. Investigation: per follow up from the customer, the hemolysis panel was negative and liver function was normal. The product was not returned and therefore an evaluation could not be conducted. A photograph of the disposable cassette was provided to tbct clinical support which confirmed the plasma in the cassette was red and there was hemolysis. No obvious misassemblies, kinks, or occlusions are visible in the image provided. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. * patient's medication and/or medical treatment. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. The residual total risk is determined to be low. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
During a red blood cell exchange (rbcx) procedure, the customer reported receiving a 'cells detected in plasma line from centrifuge' alarm. This occurred during the second replacement unit. The customer stated that the plasma was a light pinkish color. The nurse confirmed the correct solutions (acd-a) were attached. Hemolysis testing was not performed. The color of the plasma in the plasma line was light pinkish color. The rbcs were found to separate when the product was spun or rested. A hemolysis panel was negative and the patient¿s liver function found to be normal. Custom prime was not performed. The patient is stable. Customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.

Event description:
During a red blood cell exchange (rbcx) procedure, the customer reported receiving a 'cells detected in plasma line from centrifuge' alarm. This occurred during the second replacement unit. The customer stated that the plasma was a light pinkish color. The nurse confirmed the correct solutions (acd-a) were attached. The patient is stable. Customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information a.2, a.3, a.4, b.5, d.4, h.4, h.6 and h.10. Investigation: per follow up from the customer, the hemolysis panel was negative and liver function was normal. Investigation is in process. A follow up report will be provided.

Event description:
During a red blood cell exchange (rbcx) procedure, the customer reported receiving a 'cells detected in plasma line from centrifuge' alarm. This occurred during the second replacement unit. The customer stated that the plasma was a light pinkish color. The nurse confirmed the correct solutions (acd-a) were attached. The patient is stable. Customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information h.6 and h.10. Investigation: per follow up from the customer, the hemolysis panel was negative and liver function was normal. The product was not returned and therefore an evaluation could not be conducted. A photograph of the disposable cassette was provided to tbct clinical support which confirmed the plasma in the cassette was red and there was hemolysis. No obvious misassemblies, kinks, or occlusions are visible in the image provided. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.